Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bulging of the connector extension tube was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr s/l groshong catheter. The depicted device was assembled and implanted in the arm of a patient. The visible region of the device included the connector and a portion of extension tube. Ballooning of the extension tube was observed at the proximal end. While damage of the catheter was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed at ¿cause unknown¿ at this time. Potential contributing factors include over-pressurization of the catheter and tensile (pulling) stress. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that placer at reported facility did place PICC line dressing for patient and nursing team flush the line and during the flushing with 10cc syringe this bulging in the connector extension happened then nursing team called placer for this issue and placer repair the PICC line with new connector and PICC line is working fine after placing new repair connector.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep0814 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that placer at reported facility did place PICC line dressing for patient and nursing team flush the line and during the flushing with 10cc syringe this bulging in the connector extension happened then nursing team called placer for this issue and placer repair the PICC line with new connector and PICC line is working fine after placing new repair connector.